Event description:
Total left knee was replaced with smith and nephew journey ii bcs oxinium by dr. (B)(6). Within months, I was again in pain, knee would buckle and at random times spontaneously swell. When that happened I could not put any weight on it. An x-ray showed that the screw had shifted and I had revision surgery by dr. (B)(6) on (B)(6) 2018. According to his report, the pre- and post-operative diagnoses were aseptic loosening of the left total knee replacement. The device is still available at the (B)(6) medical center. Dr. (B)(6) knew about potential device failures so diagnosis was faster than my previous experience. I am still trying to recover from revision surgeries. Two different manufacturers but both my knees had revision surgeries in 2018. A shift in the screw was seen on an x-ray.